Manufacturer narrative:
Unable to verify s/w due to critical pump error (open book). Pump received with serial number label fading. Pump received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had labeling anomaly. The customer¿s blood glucose level was unknown. The customer states that the consignment number was not readable. The insulin pump will be returned for analysis.